Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008), ectopic pregnancy, abortion, gastric bypass on (B)(6) 2010 and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6)2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced insomnia ("insomnia"). On (B)(6) 2010, 1 year after insertion of essure, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis ") with vaginal discharge, alopecia ("hair loss thinning ") and nausea ("nausea "). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain constant and severe"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, genital haemorrhage, insomnia, menorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: essure confirmation test: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records provided. Information added: reporters, date of birth, insertion/removal dates updated, lot number, medical/drug history, events (insomnia, menorrhagia, bacterial vulvovaginitis, depression, alopecia, lower abdominal pain and nausea), essure treatment. Case upgraded to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6)1999, (B)(6)2005, (B)(6)2006, (B)(6)2008), ectopic pregnancy, abortion, gastric bypass on (B)(6)2010 and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6)2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, 2 months 14 days after insertion of essure, the patient experienced insomnia ("insomnia"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge, alopecia ("hair loss thining") and nausea ("nausea"). On(B)(6) 2010, the patient experienced menorrhagia ("abnormal bleedig (menorrhagia)/ menorrhagia"). On (B)(6)2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain constant and severe") and vaginal haemorrhage ("abnormal bleeding (vaginal"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea, abdominal pain lower, female sexual dysfunction, tooth disorder, dysmenorrhoea, headache, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: essure confirmation test: positive concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new events added: abnormal bleeding (vaginal), headaches were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included gastric bypass on (B)(6) 2010, multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008), ectopic pregnancy, abortion and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6) 2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage ("persistent bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced insomnia ("insomnia"), 2 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge, alopecia ("hair loss tining") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"). On (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain constant and severe") and vaginal haemorrhage ("abnormal bleeding (vaginal") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea, abdominal pain lower, female sexual dysfunction, tooth disorder, dysmenorrhoea, headache, vaginal haemorrhage, migraine, pregnancy with contraceptive device and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: essure confirmation test: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: pfs received -new events ectopic pregnancy, pregnancy with contraceptive device, device ineffective was added. Reporters were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008), ectopic pregnancy, abortion, gastric bypass on (B)(6) 2010 and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6) 2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 2 months 14 days after insertion of essure, the patient experienced insomnia ("insomnia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge, alopecia ("hair loss thining") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleedig (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain constant and severe"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea, abdominal pain lower, female sexual dysfunction, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, migraine, nausea, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: essure confirmation test: positive concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. New events apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), migraines/headaches were added. Event onset date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 30-year-old female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included gastric bypass on (B)(6) 2010, multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008), ectopic pregnancy, abortion and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6) 2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage ("persistent bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced insomnia ("insomnia"), 2 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge, alopecia ("hair loss thinning") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"). On (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced abdominal pain lower ("lower abdominal pain constant and severe") and vaginal haemorrhage ("abnormal bleeding (vaginal"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea, abdominal pain lower, female sexual dysfunction, tooth disorder, dysmenorrhoea, headache, vaginal haemorrhage, migraine and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: essure confirmation test: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Event ectopic pregnancy made serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (batch no. 727106) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008), ectopic pregnancy, abortion, gastric bypass on (B)(6) 2010 and migraine headache. Previously administered products included for an unreported indication: iud from 2006 to (B)(6) 2007 and oral contraceptive from 1993 to 2001. Concurrent conditions included hypertension since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 2 months 14 days after insertion of essure, the patient experienced insomnia ("insomnia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge, alopecia ("hair loss thining") and nausea ("nausea"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleedig (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain constant and severe"). The patient was treated with oral contraceptive nos and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, insomnia, bacterial vulvovaginitis, depression, alopecia, nausea, abdominal pain lower, female sexual dysfunction, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, migraine, nausea, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 6-may-2015: essure confirmation test: positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.